Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the er420 instrument was nonfucntional. The instrument was found to have slow feed due to the viscous silicone. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the clips came out more slowly than usual. Another device was used to complete the case. No patient consequence. One device will be returned.